Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had a peripheral nerve stimulator that goes halfway up her forehead above her eye. Patient reported that after speaking with her pain counselor the day before, she was concerned that the "tubes and wires" may have moved and she was having extreme pain in her upper forehead and above her ear up from the corner of her eye. Patient stated when she increased the stimulation, she felt "like a burning" inside her head, extreme pain and reported her eye will squint shut and teared. Patient stated because of this she has "backed off" the stimulation and asked if this could be because the wire is pushing on her nerve. Patient explained that when she first had the implant in, she noticed the top part of her head was really, really numb and her physician told her to give it time. Patient also mentioned the therapy is going well so far but she wanted to make sure the ins is working to her advantage. Patient was referred to her physician. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the consumer reported that the issue of possible lead movement and pain had not been resolved. The patient noted they had been instructed to contact their follow-up doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.